Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/06/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance breakage suture. A labeled winding former with a suture and a detached needle were received for evaluation. During the visual inspection of opened sample, the swage and attachment area were not as expected; since the hit of the stake was on the edge of needle, causing that the suture was severely damaged (cut) resulting in a clip off. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the breakage suture is incorrect swage defect resulting in a clip off defect. Sixty-seven unopened samples were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test were performed and the pull force were above the minimum requirements. Per the condition of unopened samples, no breakage suture were found on the sutures and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2018-77842 and 2210968-2018-77851. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018, and a suture was used. During surgery, the suture broke during skin closure. There were no adverse patient consequences reported. No additional information was provided.